Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set ¿dislodge from the finger pad¿ (light blue main body); further described that as a result ¿the transfer set is stuck to the connector of the solution bag and cannot be disconnected¿. The event was observed during use for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with naked eye noted a female connector separated from the mainbody. The reported condition was verified. The cause of the condition was related to manufacturing caused by inadequate solvent onto the insert chip during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.